Event description:
The customer stated that he jumped into a pool while wearing the insulin pump and now there is water under the liquid crystal display. The customer also stated that there was a message flashing on the display. The reported blood glucose reading was 86 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.